Manufacturer narrative:
The devices were not returned for evaluation. However, the photographs were reviewed, and revealed that the cup is worn. The clinical/medical investigation concluded that the provided photo was reviewed, but does not provide any clinical insight into the root cause of the reported poly wear and possible osteolysis. Per complaint details, x-rays suggested acetabular poly wear and possible osteolysis and a revision total hip arthroplasty was performed in which the liner and femoral head were replaced. As of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided. It is noted within the attachments additional information is unable to be provided. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported revision surgery cannot be determined with the limited information provided. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Device specific identifiers were not provided for the reflection cup. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. For the femoral head device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the femoral head. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. Besides, with all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign-body reaction to particulate wear debris. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after surgery had been performed on unknown date, the patient presented to hospital with a synergy stem and reflection cup in situ. X-rays suggested acetabular poly wear and possible osteolysis around femoral component and acetabular cup. This adverse event was solved by intervention on (B)(6) 2023 replacing the reflection liner and femoral head. Current health status of patient unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).